Event description:
It was reported that during the deployment of the tigerpaw pro (tpp) clip, the customer noted a crunching feeling coming from the jaws of the device as the trigger was being squeezed. The customer was informed that the male and female connectors cause this feeling when they are engaging and that it is normal. Deployment was successful and the customer was satisfied with the results. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The reported failure have been escalated for further investigation. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint # (B)(4).

Manufacturer narrative:
Brand name: tigerpaw pro left atrial appendage closure device 45mm the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during the deployment of the tigerpaw pro (tpp) clip, the customer noted a crunching feeling coming from the jaws of the device as the trigger was being squeezed. The customer was informed that the male and female connectors cause this feeling when they are engaging and that it is normal. Deployment was successful and the customer was satisfied with the results. There was no patient harm or adverse event reported.